Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record database revealed no nonconforming material records for the reported lot. The reported patient effect of thrombosis, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device and the reported treatment appears to be related to the circumstances of the procedure. The 2.8x19 rx graftmaster referenced is being filed under a separate medwatch report number.

Event description:
It was reported that during the procedure to treat an existing free perforation in the left anterior descending (lad) coronary artery, a 2.80x16mm rx graftmaster covered stent system was implanted, sealing the perforation. During recovery, on the same day, thrombosis was noted in the 2.80x16 graftmaster. A thrombectomy was performed with an unspecified device, but the thrombectomy resulted in another separate perforation in the lad. An attempt was made to seal the new perforation using a 2.80x19mm rx graftmaster, but this device was unable to be advanced to the lad due to resistance felt during advancement. The 2.80x19 graftmaster was withdrawn without resistance, but a flared stent strut was noted upon withdrawal. The physician indicated that the failure to advance was either due to the challenging patient anatomy or due to the flared stent strut. The failure to cross the lad to seal the new perforation caused a clinically significant delay. An unspecified balloon was advanced and inflated at the perforation site to temporarily stop the bleeding until the patient went to surgery to repair the perforation surgically. The patient is recovering from the surgery in the hospital and is experiencing no adverse sequelae as of (B)(6) 2016. No additional information was provided.